Event description:
Boston scientific received information that this device and lead system exhibited an high out-of-range (oor) pacing impedances of greater than 3000 ohms at implant. Several repositioning attempts were made and the lead was left in place. It was later noted that the patient also developed a pericardial effusion, and the impedance had dropped to just over 2000 ohms. The physician elected to leave this lead inservice. To date, no additional adverse patient effects have been reported. Subsequently, boston scientific received information from the local representative that the root cause of the high impedance measurements were the result of the perforation. The impedance was measured at 800 ohms the following morning after the pericardial effusion had been drained. The implanted system remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.